Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc count in the rbc product. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. The donor unit number is unavailable at this time. This report is being filed due to an alleged malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). A single rbc bag with pall filter attached was returned for investigation. Red cells were noted on the front side of the filter, the back side of the filter was void of rbcs. The filter may not have been primed properly. The run data file was reviewed. The results indicated that the trima accel system operated as intended. The caridianbct investigator informed the customer that this machine is on software version 5.1, so leukoreduction of rbc products is done in the lab after collection is performed. The customer acknowledged that the rbc leukoreduction failure would have been caused post-collection on the trima accel. Investigation eval and corrective actions are in progress. A f/u report will be provided.